Event description:
It was reported that non-physiological noise was observed with the right ventricular (rv) lead, and t-wave oversensing (twos) was suspected. The clinic chose to monitor the issue for now, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.